Manufacturer narrative:
(B)(4). Device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a lap renal procedure, the jaw did not open. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Added additional information: additional information was requested and the following was obtained: did the surgeon attempt to manually open the jaws with his fingers? No information if no: was the device on a vessel/artery when it would not open? No, there was a difficulty in opening after using on the target tissue and the jaw didn¿t open outside the patient. If yes, how was the device removed? (I.e. Cut off, forced opened) na. If cut off, did this cause a change in the plan of care for the patient? Na. Did the removal cause any damage to the vessel/artery? No, it occurred outside the patient and there is no damage to the patient. If yes, what is the damage and how was the damage repaired? Na the device was received in good physical condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device.